Event description:
I had surgery and the surgeon dr. (B)(6) used a device which the surgeon himself invented called quantum by ignite manufactured by inmode and it caused both of my arms to burn and created severe tissue damage and persistent pain and after over a year I have been experiencing pain and it created the opposite effect than what the device prompted and falsely claimed. The surgeon has not been responding back to me for over a year.